Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an end-to-end anastomosis of right half colon on a laroscopic right colon resection, the device fired partially. The anvil cannot be tilted after firing and was bent. They remove the defective device and replaced it with a new device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an end-to-end anastomosis of right half colon on a laroscopic right colon resection, the device fired partially. When the surgeon was holding the grip and pressed it with just one click, the staples could not be properly fired and some of the staples were exposed. They remove the defective device and replaced it with a new device. There was no patient injury.